Event description:
It was reported that a patient had increased spasticity for the ¿past two weeks¿ prior to the date of this report. The patient was taking oral baclofen per the healthcare professional (hcp). The issue was located at the device pocket and catheter track. An x-ray was performed (B)(6) 2015 which was ¿suspicious for disconnected catheter at the pump pocket. Upon surgical exploration of the pump pocket, the 8596sc segment of catheter was coiled and twisted upon itself in the pocket. The 8596sc remained connected to the pump. At the back, the 8598 catheter was severed at the clear boot junction. The rest of the catheter was intact and patent for csf (cerebrospinal fluid) back flow. A new 8596sc was connected to the existing 8598. The piece of the 8598 that had been severed was deducted from the current catheter length and added to the new 8596sc catheter segment. The explanted segment was discarded. The patient was doing well post-catheter revision and was receiving effective itb (intrathecal baclofen) therapy. The patient was discharged from the hospital (B)(6) 2015 and would be following up with the hcp for further dose adjustments as necessary. The pump was used to infuse baclofen (lioresal). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).